Manufacturer narrative:
Age/date of birth: mean age was 70.8 (15.1) years. Sex/gender: 140 males and 166 females, not specified if grouped with johnson & johnson implant. Race/ethnicity: white 279, black 9, unknown/ unreported 13, asian 4, american indian 1 (not specified if grouped with johnson & johnson implant.) Date of event: (B)(6) 2021 (the date article was published.) Brand name: a complete brand name is unknown as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Kung, f., knier, c., g., garmany, a., mejia, c., sargent, j., jamali dogahe, s., sabbagh, n., hodge, d., khanna, c. (2021). Need for additional glaucoma surgery and complications following glaucoma drainage device surgery. Journal of glaucoma 30(6), pp. 508-514. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: need for additional glaucoma surgery and complications following glaucoma drainage device surgery. A longitudinal retrospective cohort study was done to study the need for additional glaucoma surgery and development of complications after first glaucoma drainage device (gdd) surgery in eyes with primary open-angle (oag), pseudoexfoliative (pxe), or neovascular (nvg) glaucoma. A total of 306 eyes with oag (n=185), pxe (n=60), or nvg (n=61) glaucoma were included in the study. The patients were implanted with baerveldt 350 (n=180), baerveldt 250 (n=38), ahmed fp7 (n=59), ahmed s2 (n=22), ahmed b1 (n=4), and schocket (n=3). A total of 42 out of the 306 eyes included in the study required glaucoma reoperation for implant failure. The reported 5-year and 10-year cumulative rates of reoperations done in eyes implanted with the baervedlt 350 were 10.4% and 21.3%, respectively. Reoperations done included gdd reimplantation, selective laser trabeculoplasty, trabeculectomy, cyclophotocoagulation, 360 trabeculotomy. A total of 20 out of the 306 eyes included in the study required corneal grafting for corneal decompensation. The reported 5-year and 10-year cumulative rates of corneal grafting done in eyes implanted with the baerveldt 350 were 7.2% and 8.5%, respectively. Corneal grafting done included dsek, pk, dmek. A total of 27 out of 306 eyes developed visually threatening complications (vt-complications). The reported 5-year and 10-year cumulative rates of vt-complications in eyes implanted with the baerveldt 350 were 8.1% and 11.8%, respectively. Vt-complications include hypotony (n=13), tube erosion (n=6), infection (n=5), loss of light perception (n=2), and suprachoroidal hemorrhage (n=1); however, it was unspecified which of these occurred in the baerveldt-implanted eyes or the competitor products. There are no indications in the article of any interventions provided for these vt-complications. Specific rates among the other gdd types (including baerveldt 250) were not performed due to limited subjects. This report is for the incomplete baerveldt model 350mm adverse events. There were no complications reported for the baerveldt 250.